Event description:
Litigation alleges the patient suffers from large amounts of toxic cobalt-chromium metal ions and particles to be released in patient's blood, tissue and bone; pain; discomfort and inflammation. Update rec'd (B)(4) 2014- pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated the stem was loose and the cup was slightly vertical. The stem, sleeve, and cup are now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records for the 3002308 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).